Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 32x4.00mm promus premier¿ stent was selected to treat the lesion, however, it was noted that the stent struts were lifted during advancing. The procedure was completed with a 4.0x38mm promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).